Manufacturer narrative:
The directions for use states that the implant must be charged every 30 days to avoid battery depletion.  Based on the information received, the cause of the reported incident is related to user error.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient lost their charger and was unable to charge their ipg for approximately two years. As such, the ipg would no longer communicate with the patient programmer. In turn, the patient underwent surgical intervention on (B)(6) 2021 wherein the device was explanted and replaced.